Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not recognizing the electrodes as connected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device did not return for evaluation. The reported issue could not be verified, and root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device was not recognizing the electrodes as connected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.